Event description:
On (B)(6) 2010, the pt reported that she filled a new cartridge with insulin and inserted it into her infusion device. While priming she said all the insulin leaked from the plunger into the cartridge chamber. She said the same thing happened with the next 2 cartridges she tried from the same lot number. She stated the expiration date for the cartridge was 07/2006 and the manufacture date was 07/2004. The pt was advised to only use unexpired products. She stated she will switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device and cartridges were replaced and requested to be returned for eval.